Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the device would not power up. The user also observed a "color chip failure" error message. An alternate device was employed for the procedure. No other details regarding the nature of the event were provided. There were no reported adverse consequences to a patient as a result of this event.